Event description:
It was reported that the biomed stated that the arctic sun device was sent to biomed and in the log showed alert 11 (patient temperature 1 below low patient alert). Per wo notes, after reviewing data files it was determined that the alerts were related to the patient temperature and might have been with the patient not being able to reach temperature or the probe. The device functioned as normal. Biomed would send over the data log files for review. It was reported that the biomed stated that the neonatal intensive care unit nicu sent the arctic sun device for evaluation. They had issues with it cooling a neonate below the target and not seeming to warm. Biomed stated the event log shows alarms 11 (patient temperature 1 below low patient alert), 15 (unable to obtain a stable patient temperature), and 50 (patient temperature 1 erratic). Biomed provided s/n (B)(6). Informed biomed the alarms 11, 15, and 50 were erratic patient alarms. Explained this could be due to placement of the temperature probe, if the probe was not reading correctly, and issues with the temperature cable. Informed biomed it was best if they call the helpline to troubleshoot while on the patient as might have been able to assist with correcting the issue and being able to continue therapy on this device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The case data file was evaluated upon receipt. Therapy was started on (B)(6) 2025 at 0:43 and patient remained within 0.5c of target temperature with no alarms or alerts until (B)(6) 2025 at 12:10. At this time, the patient temperature was below target and alert 11 (patient temperature 1 below low patient alert) was seen at 12:21. Heater command increased until the target water temperature was achieved again and the patient was within 0.5c of target from 12:31 to 21:39, at which point the patient temperature increased over 1c in one minute and dropped 1.87c in once minute at 21:45. Device adjusted target water temperature to compensate. Alert 11 was seen again at 21:50 as patient was below target. By 22:36, target water temperature was achieved, and the patient was within 0.5c of target again. Patient temperature suddenly dropped at 3:35 on (B)(6) 2025 to over 2c below target, and alert 50 (patient temperature 1 erratic) was shown at 3:40. Water temperature remained high to compensate until patient was within 0.5c of target again at 4:15. Patient temperature began fluctuating with sharp increases and decreases at 8:18 and alert 11 was seen at 8:31, with the patient temperature reading as low as 21.37c and a drop of 9.73c from the previous minute at 8:32. Therapy was stopped at 8:38. Biomed stated the event log shows alarms 11 (patient temperature 1 below low patient alert), 15 (unable to obtain a stable patient temperature), and 50 (patient temperature 1 erratic). Biomed provided s/n dyewy064. Informed biomed the alarms 11, 15, and 50 were erratic patient alarms. Explained this could be due to placement of the temperature probe, if the probe was not reading correctly, and issues with the temperature cable. Informed biomed it was best if they call the helpline to troubleshoot while on the patient as might have been able to assist with correcting the issue and being able to continue therapy on this device. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the neonatal intensive care unit nicu sent the arctic sun device for evaluation. They had issues with it cooling a neonate below the target and not seeming to warm. Biomed stated the event log shows alarms 11 (patient temperature 1 below low patient alert), 15 (unable to obtain a stable patient temperature), and 50 (patient temperature 1 erratic). Biomed provided s/n dyewy064. Informed biomed the alarms 11, 15, and 50 were erratic patient alarms. Explained this could be due to placement of the temperature probe, if the probe was not reading correctly, and issues with the temperature cable. Informed biomed it was best if they call the helpline to troubleshoot while on the patient as might have been able to assist with correcting the issue and being able to continue therapy on this device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.